Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis confirmed premature battery depletion. Despite extensive testing, the root cause could not be determined.